Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h3. Device evaluated by manufacturer?, d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions. H6 component code: g07002 - no device problem found. B01 h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection revealed that one winding former with eight needle suture combinations was received for analysis. The product code vcp864d is control release and should contain eight strands per packet. Visual inspection of the returned sample revealed multiple black foreign particles scattered across the tray and several needles. However, the foil packet and paper lid were not returned for evaluation. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. B03 h3 investigation summary: the product was returned to ethicon for evaluation. Nine (9) representative samples were received for analysis. The product code vcp864d is control release and should contain eight strands per packet. Upon initial inspection of the samples, no external damage or foreign matter was observed on the external packets. In order to evaluate the conditions of the returned samples, each packet and folder were opened, the winding former was carefully examined and the needle¿suture combinations were removed and inspected. No foreign matter was observed in the needle¿suture combinations or in the packaging. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: our failure analysis lab received an extra product with reference to this complaint, it was received: product code: vcp864d and product lot/batch: 10arjx. 1. Could you please clarify if extra device belongs to this complaint? Yes. 2. If not, could you please clarify if the extra received product belongs to a different complaint? If so, can you please provide the complaint number. N/a 3. If the device was not reported before, please provide more details of device malfunction. There was foreign material in the suture when it was openned. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. N/a attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Will the device be returned for evaluation? If yes please return all relevant packaging material. Was the procedure completed without any adverse effect to the patient? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. During surgery preparation, a black speck/black substance was observed inside the sterile packaging of the device. The presence of this foreign material indicates a potential sterility compromise. No adverse patient consequences were reported. Additional information was requested.